Event description:
The customer reported via phone call that they had repeated no delivery alarms. The customer's blood glucose was 400 mg/dl. Customer treated their blood glucose with a manual injection. Troubleshooting found insulin was able to exit during a fixed prime. Customer was unable to remove the infusion set and check for a bent cannula at the time of the call. The customer declined to troubleshoot for their high blood glucose. Customer was advised to change out their infusion set. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.